Event description:
It wa reported that a device alarmed for a system error 322. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation was unable to reproduce the system error 322 during testing. However, review of the history log confirmed the error. The upper and lower auxiliary are known contributors to this alarm and were found to be out of specification. The upper and lower auxiliary were replaced.